Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call the insulin pump alerted for a sensor error. The blood glucose reading was 190 mg/dl. The alert occurred after the initialization. The sensor was fully inserted and flat against the skin. The customer was unsure if the connection bridge or pins were damaged. The customer reported that she woke up with a blood glucose of 37 mg/dl and corrected. A test plug procedure was run and showed that the transmitter was not functioning correctly. The customer was advised that the transmitter would be replaced and agreed to return the product for analysis.